Manufacturer narrative:
One sample was received for evaluation. The syringe does not show any visual defect. The functional evaluation, the luer lock did not detach from the syringe barrel. The sample passed pressure testing at 1300psi, according to manufacturing specifications. No root cause could be determined since the reported defect could not be duplicated on the sample. No corrective actions will be applied since defect could not be duplicated. The device history record for final product was reviewed and there were no non-conformance reports during the manufacturing of this lot number.

Event description:
Customer reports via phone during cardiac cath procedure on a (B)(6), male, the luer lock nut detached from the syringe. Staff was using a merit medical high pressure tubing and a 6fr cordis pigtail catheter. The first injection, 10ml/sec for 30ml volume was fine. During the second injection, 20ml/sec for 40ml volume, the failure occurred. Two staff members were sprayed with fluid. Female staff member, not wearing personnel protective equipment, fluid sprayed on the face and chest. Per facility protocol, the staff member immediately washed affected areas. No report injury. Male staff member, wearing ppe was sprayed on forehead. Again, protocol was followed and affected area immediately washed. No reported injury. Pt was not affected by this event.